Event description:
The customer reported that due to an 840 ventilator malfunction, the pt was placed on another ventilator. There was no pt harmed or injured as a result of the event. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).